Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation, it is most likely that the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause of the reported malfunction could not be identified/determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: address: (B)(6) the event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's silicone coating got detached during an unspecified therapeutic procedure while the device was outside of patient anatomy. The procedure was completed using a 3rd party device. There was no delay, patient injury, or medical intervention associated with this event.